Event description:
It was reported that the surgical team experienced problems with getting the proper alignment while using the devices. Surgery time was extended 31-60 minutes.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was not returned. Therefore, no dimensional inspection was completed. Per the engineering investigation, segmentation of the femur and tibia is acceptable per quality segmentation standards. Alignment of the femur and tibia is acceptable per quality alignment standards and surgical preferences. As a result of the investigation, no root cause could be found after evaluation.